Manufacturer narrative:
Concomitant product UDI for cylinder is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced abdominal pain. During a surgical procedure, it was determined that the reservoir had herniated and migrated out of the space of retzius into the pubic area, making it highly visible. The pain was managed with medication. The reservoir was removed and replaced. No additional complications were reported.